Event description:
It was reported that a malfunction alarm occurred. Customer experienced a "high" blood glucose (bg) level; a specific value was not provided. A correction bolus was delivered to address bg level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned